Event description:
Delivery failure-smart battery fuel gauge drift [device issue]. Case description: the routine review by an ikaria representative of service order findings from a regional service center (rsc) located in the united states resulted in the identification on (B)(6) 2015 of a smart battery fuel gauge drift with inomax dsir# (B)(4). Although the customer did not report an adverse event/serious adverse event with this device, a delivery failure-smart battery fuel gauge drift in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. Case comment: 09-mar-2015: the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2014-00002).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4) the review of service order findings was completed on 23-feb-2015. Evaluation summary inomax dsir# (B)(4) was returned to the manufacturer for service. A review of the service log confirmed the reported failure of delivery failure (df) alarm due to faulty battery. The df alarm was raised due to main supply voltage out of tolerance. Four (4) more df alarms were raised due to main supply voltage out of tolerance which is consistent with the faulty battery. The rsc replaced the battery. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is delivery failure alarm-smart battery fuel gauge drift. This condition will be tracked and trended under ikaria's quality system. Although the customer did not report an adverse event/serious adverse event with this device, this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).